Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported the implant was not reaching a charge above 50% and the patient had poor coupling. It was reported when the caller placed the antenna over the implant site she was able to get good coupling. The caller stated the surgeon said the implant was deep and the patient had a lot of scar tissue in that area. It was recommended the nursing staff monitor the coupling during recharging more frequently. No symptoms or complications were reported or anticipated.